Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2008; and on (B)(6) 2011 experienced another cardiovascular event and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same pt involving two separate products; associated mdrs #1225714-2013-03816, 03817, 03818, 03819.